Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A senior diabetes therapy consultant reported via email of low blood glucose readings and hospitalization. The customer stated that she had to call emergency medical services on occasion for night time lows. The customer stated that the last incident was 4 months ago. The customer declined to be transferred to the helpline.